Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that one pt sample generated an initial axsym cmv igg assay result of >250 au/ml. The sample retested at 9.3 au/ml. The sample was tested a third time and generated a result of >250 au/ml. Controls were within specs. The customer reported a result of >250 au/ml out of the lab. There is no impact to pt mgmt reported.